Event description:
The customer reported via the sales rep that when the unit was opened there was no centralizers in the packaging. The sales rep further reported that another unit was used. The sales rep further reported that there was no adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.